Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of receiving motor error alarm on their insulin pump. The customer states that they were trying to give themselves a bolus, when they received the alarm. The customer's blood glucose level at the time of incident was 400mg/dl. The customer treated high levels with manual injection. Troubleshoot for the motor error was conducted. The alarm history on the device had the presence of three motor error alarms within the last 30 days. The customer was advised that the device would have to be replaced and returned for analysis.